Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the implant procedure, the helix of the right ventricular (rv) lead would not extend after multiple rotations. The lead was not attempted to be implanted and was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Analysis was performed and found that the helix exceeded specification the number of turns to extend and retract. Analyst noted that the helix would not extend due to drive shaft lug stuck behind the retraction stop.